Event description:
Healthcare professional reported capsular contracture, baker grade iii diagnosed by ultrasound and mammogram. The device has been explanted and replaced with non allergan device. This complaint captures the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the shell. Yellow particles in the surface of the shell. Observed, a striated opening assessed as surgical damage no further actions are required as the device was implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Visual analysis of the photographs identified: capsular contracture: in the photos observed devices with biological tissue in the surface of the shell as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture, baker grade iii diagnosed by ultrasound and mammogram. The device has been explanted and replaced with non allergan device. This complaint captures the right side.